Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 21:54:57. During night drain cycle six, the patient's ultrafiltration reading was 1684ml, indicating the home patient (hp) drained 1264ml more than their maximum programmed fill volume of 2100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary event found during service. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be use error, tidal total uf removal was set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available, a supplemental report will be submitted.